Manufacturer narrative:
Date rec¿d by MFR: 09may2019. Multiple attempts were made to obtain repair information of the device that were unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Device evaluated by MFR: a follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that during pm, the o2 accuracy test rate (pvt test 7) climbed to 50 with a setting of 12. There was no patient involvement.